Event description:
It was reported that bd syringe 10ml ll had issues with the package seal integrity the following information was provided by the initial reporter: product : 3p 10ml luer lock syringe description of incidents : discovery, in the middle of the box, of about ten loose syringes (unsealed blister packs). The incriminated device was kept and is available for return to the pharmacy: yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation summary: samples received by our quality team for investigation. Through visual inspection, it is observed the packaging is defective confirming the defect. It can be seen the sealing cord was not formed properly and the packaging remained open. A device history review was performed for lot 2310104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause was produced by the misalignment of the paper in the packaging machine. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information received.